Event description:
It was reported that a peritoneal dialysis (pd) patient is in the hospital with peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 1529 u/l, polymorphs = (B)(4)) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg every 3 days, and ip cefepime 500 mg daily for 21 days. The patient¿s preliminary peritoneal effluent culture result returned positive for candida parapsilosis on (B)(6) 2024, and the patient was sent to the emergency room for the immediate removal of her pd catheter (not a fresenius product). Once formally hospitalized the patient¿s pd catheter was removed, and a temporary hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The patient tolerated the transition to hd without issue, however on approximately (B)(6) the patient was experiencing respiratory difficulty and required intubation (cause unknown, unrelated to treatment). The patient was transferred to the intensive care unit (ICU) and currently remains hospitalized. Much of the patient¿s hospitalization remains unknown due to the patients¿ on-going hospitalization; however, the patient is recovering from the serious adverse events and continues to undergo hd therapy without reported issue (antibiotics now being administered intravenously). The pdrn attributed causality to a touch contamination event, as the patient¿s spouse admitted to not using the stay-safe-organizer to apply the end cap after treatment completion. Instead, the patient spouse had been manually applying the cap and was provided reeducation. Per the pdrn, the events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. The patient¿s liberty select cycler currently remains at the patient¿s residence for use following discharge. A follow-up cell count performed on (B)(6) 2024 revealed the patient¿s wbc count dropped to 467 u/l.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of fungal peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, and the patient¿s temporary transition to hd for rrt. The pdrn attributed causality to a touch contamination event, as the patient¿s spouse was manually applying the pd catheter end cap instead of using the stay-safe-organizer after treatment completion. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Additionally, the patient has retained her current liberty select cycler for use once she returns to ccpd therapy. Approximately 1-15% of all peritonitis cases are fungal in nature, and frequently require the removal of the pd catheter. Based on the information available, the liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet users¿ expectations or the manufacturers¿ specifications. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient is in the hospital with peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 1529 u/l, polymorphs = 61%) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg every 3 days, and ip cefepime 500 mg daily for 21 days. The patient¿s preliminary peritoneal effluent culture result returned positive for candida parapsilosis on (B)(6) 2024, and the patient was sent to the emergency room for the immediate removal of her pd catheter (not a fresenius product). Once formally hospitalized the patient¿s pd catheter was removed, and a temporary hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The patient tolerated the transition to hd without issue, however on approximately (B)(6) the patient was experiencing respiratory difficulty and required intubation (cause unknown, unrelated to treatment). The patient was transferred to the intensive care unit (ICU) and currently remains hospitalized. Much of the patient¿s hospitalization remains unknown due to the patients¿ on-going hospitalization; however, the patient is recovering from the serious adverse events and continues to undergo hd therapy without reported issue (antibiotics now being administered intravenously). The pdrn attributed causality to a touch contamination event, as the patient¿s spouse admitted to not using the stay-safe-organizer to apply the end cap after treatment completion. Instead, the patient spouse had been manually applying the cap and was provided reeducation. Per the pdrn, the events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. The patient¿s liberty select cycler currently remains at the patient¿s residence for use following discharge. A follow-up cell count performed on (B)(6) 2024 revealed the patient¿s wbc count dropped to 467 u/l.